Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced abdominal pain and redness around the peg. The patient was treated with two weeks of antibiotic augmentin and synthomycin ointment around the peg. On (B)(6) 2018, the patient was examined by the physician who was impressed that there was a significant improvement around the peg entrance. It was decided that there was no need to remove the peg, and that conservative antibiotic augmentin treatment should be continued for 10 days. The patient was asked to apply bactroban ointment for 5 days.